Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this recently implanted implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) to get the device pocket incision re-sutured, because the incision had reopened after the patient was forcibly removed from his vehicle and physically assaulted. While in the ER, wanded device interrogation was unsuccessful. The patient had previously disconnected his communicator due to phone issues at home, however, the phone was now working and the patient planned to reconnect the communicator for remote monitoring. This ICD remains in service. No additional adverse patient effects were reported.